Event description:
The user facility reported that the v-pro emitted an odor causing the sterile processing department (spd) employees to sneeze, have watery eyes, irritated throats and noses, headaches and/or coughing. There were no injuries to hospital staff or patients and no one obtained medical treatment following the reported event. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris technician inspected the v-pro unit and confirmed that there was no visible oil release and that the unit was emitting only an odor. The technician determined that the catalytic converter was not functioning properly and replaced the catalytic converter, odor filter, vacuum pump filters and vacuum pump oil. The unit was tested and returned to service; the smell was eliminated from the unit upon completion of the repairs. The v-pro is under steris maintenance contract and was last serviced on (B)(4) 2012. The cause of the reported odor appears to be overheating of the oil in the vacuum pump, which then volatizes and causes an odor; this may be attributed to the high usage of the device. The vacuum pump oil is non-toxic and not considered hazardous; there is no visible oil release, just the odor of the volatized oil. This does not affect the sterilization of instruments processed in the sterilizer.